Manufacturer narrative:
The reported product is not expected to be returned, however, an extended investigation will be undertaken. A follow-up report will be filed once the additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings obtained by a healthcare provider. Customer further reported that on (B)(6) 2017, while he was at work, he received a reading of 93 mg/dl at 08:43 and then re-tested and received a reading of 87 mg/dl at 08:45 (with a diagonally downward arrow). Customer subsequently experienced a loss of consciousness; sustaining a ¿small head injury¿. Paramedics were called and upon arrival received a reading of 18 mg/dl on their unspecified meter. Customer noted the paramedics ¿applied a sugar solution¿ and then he was sent home. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed, and the dhrs showed the freestyle libre sensor passed all tests prior to release. The DHR review of the sensor kit found no deviations that would trigger the reading issue described in the complaint. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving higher readings from his adc freestyle libre sensor than readings obtained by a healthcare provider. Customer further reported that on (B)(6) 2017, while he was at work, he received a reading of 93 mg/dl at 08:43 and then re-tested and received a reading of 87 mg/dl at 08:45 (with a diagonally downward arrow). Customer subsequently experienced a loss of consciousness; sustaining a ¿small head injury¿. Paramedics were called and upon arrival received a reading of 18 mg/dl on their unspecified meter. Customer noted the paramedics ¿applied a sugar solution¿ and then he was sent home. No additional treatment was required. There was no report of death or permanent injury associated with this event.